Event description:
It was reported that during use with bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter leakage/splatter occurred when removing the vacutainer. Blood splatter went into rn's eyes. Patient had labs drawn to test for hiv, hep b and hep c. Rn flushed out his eyes with water for at least 5 minutes. The following information was provided by the initial reporter: " we had another occurrence of possible bd luer-lok access device malfunction but this time with a true blood exposure, which has not happened in the past. The packaging with the lot and reference number were tossed before the incident so we do not have those numbers." -where specifically was the leakage? In this case, the rn reported the following: "I was in the process of removing a vacutainer after drawing labs and as I removed it blood splattered out of the vacutainer/IV pigtail. I was surprised at the amount of blood that had splattered out because I was not used to seeing that much come out after removing the vacutainer. The blood splattered into my face and my eyes. I flushed out my eyes with water for at least 5 minutes and reported the incident to my charge nurse, supervisor, and nurse manager." -how many people were affected? One staff rn -was there any post exposure testing or medical intervention? Please describe in detail. -yes, we followed our bloodborne pathogen exposure protocol. Patient had labs drawn to test for hiv, hep b and hep c. Rn flushed out his eyes with water for at least 5 minutes. -was the facility's established blood/bf exposure protocol followed? Yes -what testing, treatment and/or medical intervention(if any) were done to the affected individuals? Rn flushed out his eyes with water for at least 5 minutes and reported incident to charge, supervisor and manager. No further testing for affected individual needed at this time.

Manufacturer narrative:
H.6. Investigation summary: "bd received 5 samples for investigation. The samples were evaluated by functional leak and torque testing and the indicated failure mode for splatter with the incident lot was not observed. Additionally, 12 retention samples from bd inventory were evaluated by functional leak and torque testing and no issues were observed relating to splatter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode splatter. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported that during use with bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter leakage/splatter occurred when removing the vacutainer. Blood splatter went into rn's eyes. Patient had labs drawn to test for hiv, hep b and hep c. Rn flushed out his eyes with water for at least 5 minutes. The following information was provided by the initial reporter: "we had another occurrence of possible bd luer-lok access device malfunction but this time with a true blood exposure, which has not happened in the past. The packaging with the lot and reference number were tossed before the incident so we do not have those numbers." Where specifically was the leakage? In this case, the rn reported the following: "I was in the process of removing a vacutainer after drawing labs and as I removed it blood splattered out of the vacutainer/IV pigtail. I was surprised at the amount of blood that had splattered out because I was not used to seeing that much come out after removing the vacutainer. The blood splattered into my face and my eyes. I flushed out my eyes with water for at least 5 minutes and reported the incident to my charge nurse, supervisor, and nurse manager." How many people were affected? One staff rn. Was there any post exposure testing or medical intervention? Please describe in detail. Yes, we followed our bloodborne pathogen exposure protocol. Patient had labs drawn to test for hiv, hep b and hep c. Rn flushed out his eyes with water for at least 5 minutes. -was the facility's established blood/bf exposure protocol followed? Yes -what testing, treatment and/or medical intervention(if any) were done to the affected individuals? Rn flushed out his eyes with water for at least 5 minutes and reported incident to charge, supervisor and manager. No further testing for affected individual needed at this time.

Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.